Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/26/2025, a sales representative reported via phone that an ar-3636h self bunching 1.8 knotless hip fibertak soft anchor had the distal piece of the inserter device break off in the patient. The fragment size of the inserter was 10mm. An x-ray was taken as the patient was under anesthesia, and the surgeon attempted to remove the fragment but was unable to remove it. The case was delayed 1 hour. It is unknown if additional anesthesia was administered to the patient. The case was completed by impacting the fragment further, so it did not intrude. Another of the same products was used to complete the case successfully. No photos were taken, and the x-ray will not be provided. There were no adverse effects reported. This was discovered during a hip labral repair procedure on (B)(6) 2025.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.